Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 107 mg/dl. The customer stated the screen peeling and unreadable. Customer does not have no idea how the damage occurred. Customer stated that she can't read the pump screen. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, reservoir tube lip, minor scratched and worn display window.